Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.1 had failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was failed. A field service engineer (fse) attempted to recover drawer 2-1 by executing the hardware test application (hta) and rebooting, but the drawer failed to open. The fse inspected the retractor band and cleared debris from beneath the pockets. The fuse was replaced. To verify a motherboard issue, drawers 2-2 and 2-1 were swapped. A faulty motherboard was identified. The fse powered down the station and replaced the controller. The drawer indicated a defective position sensor, which was subsequently replaced. After rebooting, the fse noticed that the drawer clicked upon opening, leading to the replacement of the latch sensor; however, the drawer still did not configure. Following diagnosis, drawer 4.1 was tested using the mother of all boards (moab) tester, after which all of moab's cubies were removed. The moab was not detected on pyxibus; therefore, it was replaced, installed, and successfully tested in the hta. After this, drawer 4.1 operated as expected. Unfortunately, the application failed to boot, prompting the technical support specialist to recommend reimaging, which was unsuccessful despite all procedures being followed. The fse discovered that the main legacy half-height drawer 4.1 was not being recognized, leading to the replacement of the moab, after which the customer conducted tests without any issues. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.1 had failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.